Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which the reported anomaly was not confirmed. Visula inspection revealed no abnormalities and the lead tip appeared normal. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. The lv lead was surgically explanted. No additional adverse patient effects were reported.